Manufacturer narrative:
Preliminary investigation was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was confirmed during functional testing. There was no kink that could be observed on the catheter during the visual inspection. An in-depth investigation including engineering staff was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was re-confirmed during functional testing. The root cause of the reported issue was a blockage caused by an abnormal curvature in the distal tube of the catheter, possibly caused during packaging of the catheter, or removal from packaging by the user. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon as well as on the proximal, medial, and distal luered tubings. During the functional leak test, all infusion ports and extension tubes were flushed without resistance except for the proximal, medial, and the distal luered tubings as they were clogged with dried blood. During functional testing, the catheter was connected to a pressurized inflation device, and the balloon fully inflated when pressurized up to 100 psi without any issues. No damages or leakages were observed during inflation and deflation. The catheter performed as intended. A new guidewire was used to check for internal blockages, inserting its proximal end (straight section of the guidewire) into the distal end of the catheter, continuing insertion up to the proximal catheter end. Resistance was felt at the proximal end of the serpentine balloon, about 6 cm proximal from the distal tip of the catheter. An abnormal curvature was noted at the location where the blockage felt. The catheter was placed under a microscope to examine the curvature in detail. The serpentine balloon was observed slightly wrinkled, possibly due to the abnormal curvature mentioned above. The abnormal curve was located where the catheter is held in a u-shape by the packaging tray, possibly by the wire reinforcing braiding in the distal tube abnormally acquiring a set curvature. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter lot number 149141.

Manufacturer narrative:
Preliminary investigation was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was confirmed during functional testing. There was no kink that could be observed on the catheter during the visual inspection. Therefore, the root cause for the reported complaint could not be conclusively determined. Further investigation will be performed to determine the root cause of the reported issue. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon as well as on the proximal, medial, and distal luered tubings. During the functional leak test, all infusion ports and extension tubes were flushed without resistance except for the proximal, medial, and the distal luered tubings as they were clogged with dried blood. During functional testing, the solex 7 catheter was connected to a pressurized inflation device, and the balloon fully inflated when pressurized up to 100 psi without any issues. No damages or leaks were observed during inflation and deflation. The catheter performed as intended. A known good guidewire was used to perform further testing on the returned catheter. When advancing the guidewire from the tip of the catheter, resistance was noted at 6.5 cm from the tip of the catheter. The cause of the resistance could not be identified during the preliminary investigation, and further testing will be performed to determine the root cause. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter lot number 149141.

Event description:
A (B)(6) patient underwent ivtm therapy after cardiac arrest. A solex 7 catheter (lot# 149141) was inserted into the patient's right subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 38.8 °c, and the target temperature was set at 34.5 °c at the max rate. After placement of the catheter, the physician tried to remove the guidewire (lot# 149141). However, the guidewire would not retract, and therefore, the physician removed both the catheter and guidewire together. A second solex kit (lot # 149141) was used, but the same issue happened again; the second solex catheter was smoothly inserted into the patient's right subclavian vein, but the guidewire would not retract to be removed. Subsequently, the second catheter and guidewire were also removed. The third solex kit was used, and the guidewire was easily removed without any issues. Following this, ivtm therapy was initiated and completed successfully using the same thermogard console. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01277 references the guidewire used in this event. MFR # 3010617000-2020-01278 references the guidewire used in this event. MFR # 3010617000-2020-01279 references the other solex 7 catheter used in this event.